Event description:
My (B)(6) year old daughter is a type 1 diabetic and uses dexcom constant glucose monitor. She has it nearly 3 years. First one was the dexcom g5 no issues, then changed to dexcom g6 and was fine until after christmas when the new adhesive has started to give her chemical burns and reactions. Her skin is destroyed. There are so many diabetics having the same issue and there is even support forums for people with these burns that are trying to get it reported as its a life saving piece of equipment. They need to change the formula back for safety as the product gives false blood sugar readings when the burns happen. We have tried barrier sprays to no effect, the adhesive is so dangerous it seeps through. FDA safety report ID# (B)(4).